Event description:
The peg was in for 3 years. When it was removed the retention dome separated from the tubing. The IFU was faxed to the hosp stating that separation was a possiblity after use beyond a year.

Event description:
The peg was in for 3 years. When it was removed the retention dome separation from the tubing. The IFU was faxed to the hospital stating that separation was a possibility after use beyond a year.